Event description:
It was reported the agilis nxt device was used as a primary transseptal sheath and geometry was being created during an atrial fibrillation ablation with the ensite navx system. While trying to deflect the agilis device, the physician felt a snap and noticed the hemostasis valve and sheath separated from the handle/steering apparatus. The guidewire supplied with the agilis was re-introduced to the left atrium and the agilis device was exchanged for a new one without further incident. There were no reported pt consequences.

Manufacturer narrative:
One agilis sheath and dilator were returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed waves throughout the shaft of the dilator. The sheath had visible damage to the handle portion of the assembly; the proximal and distal portions of the introducer appear to be loose within the handle assembly. Initial functional testing revealed the shaft moved freely within the handle assembly. Additional testing revealed no leaks were present at the distal and proximal end of the introducer handle. However further testing revealed a leak at the hemostasis seal. Both the inner and outer seals within the hub were noted to be torn. The handle assembly was opened and inspected for damage related to hub separation from the handle; the tooth less retainer which holds the introducer into place within the handle assembly was found to be damaged and tangled within the clip sub assemblies attached to the pull wires. It is unk at this time what caused the damage to the tooth less retainer or how it separated from the handle assembly. The st jude medical instructions for use states "do not remove dilator or catheter rapidly". "Damage to the valve may occur, potentially compromising hemostasis". (B) (4). (B) (4).